Manufacturer narrative:
On an unreported date, the patient developed peritonitis. On (B)(6) 2016, the peritonitis was ongoing. The cause of this peritonitis was use error reported to be due to a break in aseptic technique. Per baxter labeling, users are instructed to use aseptic technique when performing peritoneal dialysis therapy. A review of the label for the product family will be conducted. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
A peritoneal dialysis (pd) patient experienced a break in aseptic technique resulting in peritonitis. The breach was further specified as improper hand hygiene during pd therapy. The patient was hospitalized for the event and treated with unspecified antibiotics (dose, frequency and route not reported). Hospitalization was ongoing at the time of this report and the patient had not recovered. It was not reported if the patient has been retrained on proper aseptic technique. Pd therapy was ongoing. Additional information is not available.